Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post-implant, the threshold measurements on the right atrial (ra) lead had increased. X-ray was performed, which was hard to distinguish, but micro-dislodgement was suspected. As a result, the ra lead was repositioned. No additional adverse patient effects were reported.